Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 229 mg/dl. The customer states she has run out of supplies and only has a reservoir with 20 units in it, but the screen was reading 295 units. The customer states the insulin squirted out, during manual prime. The customer was not wearing the pump at the time. Troubleshooting was performed, but was unable to get passed the fill tubing screen. Troubleshooting was not able to resolve the issue.